Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The tech found there was no voltage coming from the power control module. The tech replaced the power control module to repair the bed.